Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site:3003442380.

Event description:
It was reported that the patient got hospitalized on (B)(6) 2026 due hyperglycemia and the high blood glucose level was 335 mg/dl at the time of event and the patient got treated with insulin injection and event lasted more than four hours and the length of hospitalization was twenty-four hours.